Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4) (expiration date: oct-2012, production date: oct-2009). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of ptc received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain. Steps currently underway for removal is being performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain") in a female patient who received essure (batch no. 685779). The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), asthenia ("lack of energy"), back pain ("lower back pain."), menorrhagia ("haemorrhagic menstrual periods"), fatigue ("major chronic fatigue"), arthritis ("persistent highly inflammatory joint") with arthralgia, arthropathy ("blocked joints"), hypoaesthesia ("numbness in fingers of left hand, calves and toes of left foot."), headache ("nocturnal headaches"), adenomyosis ("adenomyosis."), anaemia ("anaemia"), vitamin d deficiency ("vitamin d26 deficiency"), memory impairment ("disturbance of memory"), visual impairment ("disturbance of vision"), hot flush ("major hot flushes"), night sweats ("night sweats"), rash ("random skin rashes on hands, arms and torso"), tendonitis ("elbow tendonitis"), sinus congestion ("ent disorders: blocked sinus"), otitis media ("ent disorder: otitis media"), cough ("ent disorder: persistent cough,"), nausea ("nausea in morning with stomach acidity"), bromhidrosis ("excessive foul-smelling sweats"), disturbance in attention ("difficulty concentrating"), anxiety ("anxiety attacks for no reason"), decreased appetite ("loss and lack of appetite at times"), weight fluctuation ("weight fluctuations"), loss of libido ("loss of libido"), paraesthesia ("pins and needles in fingers of left hand, calves and toes of left foot.") And hyperchlorhydria ("nausea in morning with stomach acidity"). The patient was treated with surgery (steps currently underway for removal). At the time of the report, the pelvic pain, asthenia, back pain, menorrhagia, fatigue, arthritis, arthropathy, hypoaesthesia, headache, adenomyosis, anaemia, vitamin d deficiency, memory impairment, visual impairment, hot flush, night sweats, rash, tendonitis, sinus congestion, otitis media, cough, nausea, bromhidrosis, disturbance in attention, anxiety, decreased appetite, weight fluctuation, loss of libido, paraesthesia and hyperchlorhydria outcome was unknown. The reporter considered pelvic pain, asthenia, back pain, menorrhagia, fatigue, arthritis, arthropathy, hypoaesthesia, headache, adenomyosis, anaemia, vitamin d deficiency, memory impairment, visual impairment, hot flush, night sweats, rash, tendonitis, sinus congestion, otitis media, cough, nausea, bromhidrosis, disturbance in attention, anxiety, decreased appetite, weight fluctuation, loss of libido, paraesthesia and hyperchlorhydria to be related to essure. The reporter commented: steps currently underway for removal and for medical examinations to rule out other causes are being performed. Currently: allergy specialist. Lumbar spinal MRI, bone scintigraphy. Blood test, allergy tests, etc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain. Steps currently underway for removal is being performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.